Manufacturer narrative:
Title: gastrojejunal anastomotic stricture following roux-en-y gastric bypass: an analysis of anastomotic technique at a single institution source: article: abdelrahman nimeri, 2021, obesity surgery (2021) 31:4947¿4952, https://doi.org/10.1007/s11695-021-05678-2. If information is provided in the future, a supplemental report will be issued.

Event description:
According to a literature source of study performed between january 2010 and december 2014, which was a retrospective study compared three different anastomotic techniques for creating the gastrojejunal anastomosis (gja) in patients undergoing laparoscopic roux-en-y gastric bypass, the three techniques were the circular stapled, the linear stapled and the robotic hand sewn. A 25mm circular stapler was used in the circular stapled group. The company devices were not used in the other two groups. There were 652 patients in the circular stapled group and complications included: gja stricture (32 patients), gja perforation, and bleeding. All patients with stricture underwent endoscopic dilation. Reoperation was required for gja revision and secondary to stricture.